Manufacturer narrative:
The device was not returned for evaluation as it was discarded. No images were provided for review. Since the device was discarded no analysis could be performed. Therefore, the event cause and conformance to specification could not be determined. Possible cause includes patient's vessel tortuosity. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the cerebral aneurysm / flow diversion (size: 24mm) procedure, the pipeline twisted as it was re-sheathed repeatedly. The proximal section of the flow diverter got damaged and the pipeline was removed from the patient. A new device was used, and the procedure was completed without further issue. The anatomy was moderate in tortuosity and medium in vessel diameter. The devices were discarded at the site as they were all used in a patient with a communicable disease.